Event description:
Customer reported that their system had gone down during the night and was now asking for a username. Welch allyn tech support had her log in and the system came back up. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is completed.